Event description:
Philips received a report that the patient suffered a burn with a blister measuring 5 cm to the left leg in the area of the knee during an exam. The patient pressed the nurse call light for a heating sensation during the exam, was given a dermatology referral, and is expected to fully recover. It is unknown what medical treatment was provided by dermatology. Complaint details indicate a second degree burn with a blister >2.5 cm occurred as assessed from the pictures provided.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There was no indication of a malfunction which would have contributed to the incident. Although it is mentioned that the cable was not in contact with the skin, from the provide photo, the shape of the burns on the leg resemble the shape and form of cabling. Even though it is mentioned that padding was used to keep the cable away from the patient, considering the location and the shape of the burns, we conclude that the most likely scenario is that the padding used must have been mispositioned or otherwise moved during the examination. Contributing factors to this event are as follows: the patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation.